Event description:
The patient reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) was overdischarged since the summer. Communication could not be established with external devices. Previous attempts to bring the device out of overdischarge were unsuccessful. The patient was in the approval process to get a replacement. The cause of the overdischarge was not charging. No patient symptoms were reported and the ins was indicated for non-malignant pain and cervical/neck.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient got in a car accident and the battery stopped working. The patient¿s ins was dead. They had done tests where they tried to connect to the ins to charge it, but the patient¿s ins would not hold a charge. The patient noted that a rep was made aware and assisted in trying to charge the ins. The consumer stated that they were trying to have the patient¿s ins removed. Troubleshooting was not performed during the call with the manufacturer on (29-sep-2017. The device had been dead since (B)(6) 2015. It was noted that the patient would go to the doctor¿s office every six months. Adhesive discs were ordered.